Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. Customer reported error message hardware failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main full height drawer 4 multiple cubie pockets giving duplicate address error. The field service engineer (fse) identified damage to the flat cable with visible black spots and replaced the cable and control board. Following a firmware update failure, the module control board was replaced. After the replacement and reboot, the drawer function was restored and operated normally. The system functioned as intended after the field service engineer had repaired the device.